Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 476 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. Prior to the event, the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.